Event description:
In 2008, this patient underwent endovascular repair using gore excluder aaa endoprostheses. During final balloon dilation, the pt suffered a stroke and was administered anticoagulation therapy. That night, the pt expired due to bleeding from the left femoral site of access, which was a percutaneous closure site.

Manufacturer narrative:
A review of the mfg paperwork is being conducted. Please note additional device implanted in this pt. Pxc141400/05643402.